Event description:
It was reported that air bubbles were observed within the canister. Reportedly, the customer had not removed the air from the cartridge during the load sequence. Tandem technical support educated the customer on proper load techniques. Customer primed the tubing to address the issue. Customer¿s blood glucose (bg) level was 350 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: ¿always remove all air bubbles from the cartridge before beginning insulin delivery. Make sure that insulin is at room temperature before use or air bubbles could form in the cartridge. Air in the system takes space where insulin should be and can affect insulin delivery."